Event description:
On (B)(6) 2012, the reporter contacted animas alleging that multiple buttons on the keypad are unresponsive and require multiple pushes. The pump is worn attached to a belt using a protective skin and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was torn by the contrast and up arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down keypad buttons were intermittently unresponsive. Evaluation revealed that there was contamination under the contrast keypad contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.